Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2015, at 19:00, it was discovered by the oncoming rn taking over care of this patient that the oxygen saturation alarms were turned off and the patient was having some difficulty breathing and abg was performed and po2 was in the 50s. The patient required bipap and lasix but this did not help the situation and the patient needed to be intubated.

Manufacturer narrative:
Upon further investigation, it was discovered that the issue had previously been reported via philips complaint # (B)(4) on the quarterly asr (alternate summary report) report on january 31, 2016.